Event description:
The customer reported that following a diagnostic catheterization procedure in 2001, the operator attempted to deploy a vasoseal es. During the attempted deployment, the staff was unable to gain control of the artery or advance the tissue dilator down in the tissue tract. The procedure was aborted and no collagen was deployed. The pt developed a large hematoma and a pseudoaneursym. The pt was taken to surgery for a repair and then later developed an infection at the surgical site. The pt was stable following surgery and was sent home on antibiotics. No further complications were reported.